Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leak from header on venous side was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and a leak was observed at the dialysate side. Upon further inspection, small cracks were noted in the head area of the welding seam. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is potentially due to the influence of a chemical medium such as disinfectant. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.